Event description:
On (B)(6) 2014, a reporter contacted animas alleging that they were experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: the pump powered on with returned battery cap. The battery cap was able to fully tighten and the battery compartment was intact. The black box data from time of the alleged issue has been overwritten due to continued use of the pump. The current black box showed evidence of partially discharged batteries being installed on 3/9/2015, 3/10/2015 and 3/16/2015. The pump's current draws were within specifications. No battery life issues duplicated during the investigation. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.